Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous superficial femoral (sfa) artery. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. During an unspecified inflation for 30 seconds at 24 atmospheres, the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: during an attempt to inflate the balloon a pinhole tear was identified. The pinhole was located at 1mm proximal to the distal markerband. A microscopic examination of the balloon material and distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous superficial femoral (sfa) artery. A 6.0 x 20, 75cm mustang¿ balloon catheter was advanced for dilatation. During an unspecified inflation for 30 seconds at 24 atmospheres, the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.